Event description:
Log file reviewed indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Corrections: b5, d1, d11, h6, h10 product event summary: one (1) controller, six (6) batteries (B)(6), and one ventricular assist device (vad) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(6) and several premature power-switching events that were due to communication errors involving batteries (B)(6). Furthermore, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Additionally, analysis of the event log files revealed three (3) controller power-up and associated pump start events, indicating a loss of power to the controller on (B)(6) 2017 at 20:22:38, (B)(6) 2017 at 16:28:32, and (B)(6) 2017 at 16:29:11. Prior to the first power up, the controller was without power for 9 seconds. Multiple momentary disconnections were observed prior to the second and third incidences of controller loss of power. The controller was without power for 10 seconds and 49 seconds respectively. As a result, the reported events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3, h10 product event summary: one controller, six batteries and one pump were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving bat583781, bat583782, bat584097, bat584098, bat584099, bat584101 and several premature power-switching events that were due to communication errors involving batteries bat584098 and bat584101. Furthermore, data log files revealed a relative state of charge (rsoc) between 101-201 involving bat584101, bat584098, bat583782 and bat584097, which is indicative of a communication error. Additionally, analysis of the event log files revealed three controller power-up and associated pump start events, indicating a loss of power to the controller on: (B)(6) 2017 at 20:22:38, (B)(6) 2017 at 16:28:32, and (B)(6) 2017 at 16:29:11. Prior to the first power up, the controller was without power for 9 seconds. Multiple momentary disconnections were observed prior to the second and third incidences of controller loss of power. The controller was without power for 10 seconds and 49 seconds respectively. As a result, the reported events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. (B)(4) was initiated to capture events involving the controller losing power. (B)(4) investigated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that two batteries exhibited communication errors.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) controller ((B)(4)), six (6) batteries ((B)(4)), and one (1) pump ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4) and several premature power-switching events that were due to communication errors involving batteries (B)(4). Additionally, analysis of the event log files revealed three (3) controller power-up and associated pump start events, indicating a loss of power to the controller on: (B)(6) 2017 at 20:22:38, (B)(6) 2017 at 16:28:32, and (B)(6) 2017 at 16:29:11. Prior to the first power up, the controller was without power for 9 seconds. Multiple momentary disconnections were observed prior to the second and third incidences of controller loss of power. The controller was without power for 10 seconds and 49 seconds respectively. As a result, the reported events of "battery switching" and "power up" were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: pump/ (B)(4) / model #1104/ exp. Date: 11/30/2018 / UDI#: unknown, device available for evaluation: no, device mfg. Date: 11/30/2016, labeled for single use: no. Battery/ (B)(4) / model #1650de/ exp. Date: 07/31/2018 / UDI#: (B)(4), device available for evaluation: no, device mfg. Date: 07/31/2017, labeled for single use: no. Battery/ (B)(4) / model #1650de/ exp. Date: 07/31/2018 / UDI#: (B)(4), device available for evaluation: no, device mfg. Date: 07/31/2017, labeled for single use: no. Battery/ (B)(4) / model #1650de / exp. Date: 07/31/2018 / UDI#: (B)(4), device available for evaluation: no, device mfg. Date: 07/31/2017, labeled for single use: no. Battery/ (B)(4) / model #1650de/ exp. Date: 07/31/2018,/ UDI#: (B)(4), device available for evaluation: no, device mfg. Date: 07/31/2017, labeled for single use: no. Battery/ (B)(4) / model #1650de/ exp. Date: 07/31/2018 / UDI#: (B)(4), device available for evaluation: no, device mfg. Date: 07/31/2017, labeled for single use: no. Battery/ (B)(4) / model #1650de/ exp. Date: 07/31/2018 / UDI#: (B)(4), device available for evaluation: no, device mfg. Date: 07/31/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced battery switching. It was also reported that there were multiple controller power ups and the ventricular assist device (vad) experienced motor starts. The controller, batteries and vad remain in use. No patient complications have been reported as a result of this event.